Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. The tamper labels were not removed, and the physical condition of the device was good. The device was connected to gas supply and leak tested. The device released all the gas within 30 seconds in the manual/off position unable to complete test due to this. The old design non-return valve (nrv) and variable restrictor are still fitted. Change order was implemented in 2017 to address the risk that these parts may crack and leak. This device was returned in december 2020 where it was found that this device had not been serviced for 13 years as it has been kept on a shelf as stock, had this device been sent in for service those parts would have been replaced. The complaint department passed the device to the service center for repair and notified them of what was required however the parts were not replaced by the technician. Additionally noted: replaced variable restrictor and nrv, but the leak was still detected. After that, replaced the demand valve but leak was still present. A leak was found on the manifold assembly on the blend port. The root cause was that the service center did not replace the parts.

Event description:
It was reported that the unit was kept as a safety spare. During a recent preventive maintenance check, it was found that the same issue reoccurred that the device would keep venting gas without cycle. No patient involvement.